Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1443, awareness date 03-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent birth control. Consumer reported she had her second daughter in (B)(6) 2011. Shortly after essure insertion, within a month, she found herself vomiting approximately four times a week for no reason and severe headaches where she could not even function. Her family doctor thought it was stress and tension related. The vomiting went away eventually but the headaches did not, they just kept getting worse. As time went on, more problems with her body and health started to change. She became very fatigue and miserably tired all the time. She felt afraid and worried because she was so tired throughout the day, she would fall asleep while at home with her kids, excessive sleep. She was referred to a sleep clinic for evaluation and they found that at night, she would easily fall asleep within minutes of laying down, however, she never got good sleep (rem) because she was continuously waking up. They could not find a cause for this, so this preceded to do a day time study and watch her sleep patterns during the day and test for narcolepsy. Test came back negative, but found out that she had no problem falling asleep once she laid down. She was giving two prescriptions, one to go to sleep at night and one to stay awake at during the day. She found them to work a little bit, but not enough to make a difference in her life. She also mentioned the pelvic pain became a problem, she spontaneously would get stabbing pains and aches one side. When it came time for her menstrual cycle (which was very unpredictable), it was extremely heavy, where you felt uncomfortable doing things. Also during this time, she found it difficult to breathe at certain points. She actually called her doctor once because she felt like she was unable to breathe. Then body pain and joint aches starting to occur. It would be difficult to get out of bed or out of chair or walk up steps because of pain. The worst part of her body affected were her legs, knees, and ankles. There were numerous other problems which she has encountered since essure: bloated belly (looking pregnant), rashes, itching skin and scalp, easily bruising, stomach issues, severe acne, metal tasting in mouth, and others. Consumer mentioned that she would have never linked all this to essure but once it was brought to her attention, and she went back through her medical records, and it all started after essure. On (B)(6) 2015 she had a hysterectomy at the age of (B)(6) to remove the essure devices. Since day one of her removal surgery, she has been improving and getting her life back. She just received her operative notes, and it stated that the coil was protruding through her fallopian tube. Follow up received on 20-oct-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3 years later, during a hysterectomy to remove the device, it was found that the coil was protruding through her fallopian tube. This event, interpreted as fallopian tube perforation, is serious due to medical significance and listed in the reference safety information for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In the present case the exact date and mechanism of this perforation were not reported. The perforation was diagnosed 3 years after insertion, during a hysterectomy to remove essure. Given the nature of this event, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to the required intervention for essure removal. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
On 24-may-2016: case was identified as duplicate of case number (B)(4) and will be deleted from bayer´s database.